Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl770su - caiman maryland non articulat.d5/360mm. According to the complaint description, the caiman doesn´t seal properly, and the tissue was continuously bleeding, so they have to change the instrument. An additional medical intervention was necessary. Additional information was not provided nor available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under (B)(4).

Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically. First we made a visible inspection of the jaw. Except the soiling (blood and tissue) we found no abnormalities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.1510, and checked the electrical functions: test step: generator- announcement: result: activation with open jaw "regrasp open" o.k. Activation with wet tissue "sealing" o.k. Activation with closed jaw "regrasp open" o.k. Activation with tin-foil in jaw "regrasp short" o.k. In the next step we checked the function and the resistance of the system. Therefore we cleaned the jaw with hydrogen peroxide. Then we connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. Result: resistance on load operation 1 a: 2,9 ohms the upper limit of the resistance of the complete instrument is 4,0 ohms and the determined value therefore in specification. Next with a clearance gauge we checked the clearance between the upper and the under jaw in closed position. The values are within specification. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and thevproducts found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: the complained instrument was without any deviation to the function relevant parameters. Possible root causes for insufficient sealing are: - insufficient cleaning of the electrodes - blood clotting disorder (patient) - cutting before the end of sealing cycle signal conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA was not required.